Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was reported that during an afib case, a pericardial effusion (pe) was noticed. A steam pop occurred during the procedure and about 6 mins later, the patient had a drop in blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis and 380 ml of fluid was removed. The patient was reported to be in stable condition. The physician believes the pericardial effusion was device-related due to the steam pop. The ablation catheter is not available to return. The patient required extended hospitalization because of the adverse event and stayed an additional night for observation. Generator information was a smartablate sn g4c-0515. Abbot brk-1 xs was used for the transseptal puncture. Prior to noting the pe or CT, ablation was performed. The event occurred during ablation. The flow setting for the irrigated catheter used in the event was 15ml/min. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. All visualization features were utilized. Parameters for stability for the visitag module used was 3 mm at 3 second; tag size 3mm. No additional filter used with the visitag. Color options used prospectively was impedance drop. Catheter lot number was unavailable.